Event description:
During deployment the subject was not resuscitated.

Manufacturer narrative:
(B)(4). Method: the customer requested instructions on how to download pt use data from their AED. Conclusion: this is being reported based solely on the outcome. The AED advised "no shock" on a non-shockable rhythm. This was confirmed with a separate defibrillator when the emt arrived. The customer is not alleging any malfunction occurred with the device. The device is not being returned for investigation. Device serial number is unk.